Event description:
During an lsh procedure, the surgeon morcellated the uterus without problem. He then introduced interceed, (a fabric-like hemostatic agent) through the morcellator to put over the cervical stump, which caused the gasket of the pks plasmasord to detach and fall into the pt. The gasket was retrieved from the pt with no pt harm.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.